Manufacturer narrative:
This bed frame has not been inspected yet due to the bed frame not being returned yet. The location of where the actuator broke is unk at this time. A new bed frame was shipped out to the customer on (B)(4) 2014. This problem has been assigned CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Customer called and said that they had a bed with a broken weld.